Event description:
It was reported that during an implant procedure, the set screw of the device was faulty and the physician could not connect the lead to the device. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was later clarified that the set screw was not present in the device header.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. The grommet was damaged and the set screw was missing a part and in the connector bore. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.